Event description:
It was reported that patient experienced a subluxation with non-surgical repositioning approximately 12 days post implantation. Subsequently, the patient experienced a second subluxation with a lifting task approximately 6 years later and a third subluxation approximately 8 months later. Non-surgical repositioning was performed after both episodes of subluxation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Dob: 1955. Concomitant medical products: 192008 ¿ echo stem ¿ 234540. 010000664 ¿ g7 shell ¿ 3347010. Foreign source: denmark. The product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02452.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. H6: component code: mechanical (g04) ¿ head. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: luxation after bending forward to tie shoes, closed repositioning resolved incident, resolved without complications. No revision has been reported. And all implants remain in place. Review of the device history record(s) identified no deviations or anomalies, during manufacturing. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revison procedure 8 years post implantation due to recurrent dislocation and subluxation. The cup, head and liner were all exchanged and the stem remains implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; g3; g6; h2; h6 component code: mechanical (g04) - head; h11. A review of complaint history identified additional similar complaints for the reported items and part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: findings: luxation while bending forward to perform a lifting task. Closed repositioning resolved incident. Luxation after bending forward to tie shoes. Closed repositioning resolved incident. Luxation after bending over; dislocation/subluxation which resulted in a closed reduction revision. Revision due to dislocation, retained stem. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.